Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s controller and four batteries were involved with power switching events. This issue was not associated with any controller alarms or with any pump stop events. No damage was seen on the controller or its¿s power ports. The site further reported that the switching events could not be reproduced by manipulating the battery connections or cables. The event is reported to have occurred when the battery capacity was 25% or greater. The controller and batteries were exchanged with no reported patient consequence. The controller and the four batteries have been returned to the manufacturer.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller and four batteries were returned for evaluation. Failure analysis of the returned devices revealed that the controller and batteries passed visual examination and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving all four batteries. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one battery exhibited a communication error.

Manufacturer narrative:
Corrected field: b5. Product event summary: one controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving: (B)(6). Data log files also revealed multiple instances involving (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported events were confirmed. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Preliminary device analyses for (B)(4): the reported event was confirmed via controller log file analysis. The returned batteries passed visual and functional testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary ((B)(4)): the reported event was confirmed via controller log file analysis. The returned controller passed visual inspection and functional testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices associated with this event: heartware ventricular assist system ¿ battery model 1650de / expiration date 30apr2016 / serial number (B)(4) / (B)(4), not a reprocessed single use device, returned 05dec2017, mfg date 30apr2015, not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery model 1650de / expiration date 31may2017 / serial number (B)(4) / (B)(4), not a reprocessed single use device, returned 05dec2017, mfg date 31may2016, not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery model 1650de / expiration date 31mar2016 / serial number (B)(4) / (B)(4), not a reprocessed single use device, returned 05dec2017, mfg date 31mar2015, not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery model 1650de / expiration date 30nov2016 / serial number (B)(4) / (B)(4), not a reprocessed single use device, returned 05dec2017, mfg date 30nov2015, not labeled for single use, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that a patient¿s controller and four batteries were involved with power switching events. This issue was not associated with any controller alarms or with any pump stop events. The devices were exchanged with no reported patient consequence. The controller and the four batteries have been returned to the manufacturer.